Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-01-38, (B)(4)- equinoxe reverse 38mm glenosphere. 320-10-00, (B)(4)- equinoxe reverse tray adapter plate tray +0. 320-15-01, (B)(4)- eq rev glenoid plate. 320-15-05, (B)(4)- eq rev locking screw. 320-20-18, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 18mm. 320-20-26, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 26mm. 320-20-30, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 30mm. 320-20-30, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 30mm.

Event description:
As reported, approximately 1.5 years postop a previous humeral liner poly swap for unexplained pain, this 76 y/o female patient was experiencing a painful left shoulder. All implants were stable, and infection was ruled out by surgeon. Surgeon is describing this patient as having "tray pain" so decided to convert the reverse to a cta for pa on reduction. Patient was last known to be in stable condition following the event. Device not returning due to facility policy.